Event description:
Boston scientific received information that high out of range pacing impedances were noted on this right ventricular lead. The lead was explanted and replaced. The lead will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.